Event description:
Patient presented in the clinic with a device that was p-wave oversensing on the ventricular lead. The patient received inappropriate hv therapy as a result. Loss of capture was also noted. It was suspected that the lead had dislodged. The lead was explanted.